Event description:
The physician reports that the crystalens tore during insertion with the staar surgical lens injector system. Intervention was performed in order to enlarge the original incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system. Suture.